Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). It was reported that the patient presented to the emergency department with complaints of shortness of breath and excruciating chest pain since having a colonoscopy the prior day. The patient was taken emergently to the cardiac catheterization laboratory for a left heart catheterization which revealed multi-vessel disease involved the left anterior descending (lad), diagonal, and right coronary artery. An impella cp was successfully placed for mcs, and the patient developed ventricular tachycardia that caused profound hypotension, which was successfully cardioverted after the first percutaneous transluminal coronary angioplasty of the lad. Multiple attempts were made unsuccessfully to open the coronary arteries, but all attempts were unsuccessful. The patient was taken urgently to the operating room for a coronary artery bypass graft (CABG) procedure. After a successful CABG with three grafts placed, the patient was released to the intensive care unit for rest and recovery. On the third day of support, the decision was made to transfer the patient to another hospital for further treatment and an escalation of support to an impella 5.5. It was reported that during transport, the patient decompensated and there were suction alarms from the impella. Upon arrival to the hospital, the patient was on power level 2 of support on the impella cp with very low mean arterial pressure and the patient coded. The patient was placed on veno-arterial extracorporeal membrane oxygenation for additional hemodynamic support. It was noted that the patient had no neuro response when off sedation and there were no pulses in either foot. The patient¿s care was withdrawn, and the patient expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: usb returned for evaluation. Pump suction: the clinical details state that there was suction alarms and the patient was decompensating after start of ground transport between hospitals. Additional information in the outreach calls presented that they gave 250 cc of fluid during the transport. Versed, ketamine, fentanyl were all administered during the transport, as the patient had low blood pressure before they left. The data logs show that during the case the optical sensor was functioning appropriately. There were multiple suction alarms throughout support before the transport began with most being suction alarm #14 appearing to be triggered due to a potentially lower preload as it was thought that the patient was potentially dry and the patient was experiencing diastolic suction. There were no suction alarms noted for about 7 hours until transport began. Around the suspected time of transport, the placement signal (ps) begins to decline less than 65mmhg and then suction alarms began to trigger likely from patient instability based on the ps and motor current (mc) values. Throughout the time of transport there appeared to likely be volume intervention which was confirmed by the field team to maintain map > 65mmhg as the few suction events would temporarily resolve, ps would increase and pump flow would temporality increase after the suspected bolus. Around the end of the transport, the ps decompensates and low pulstaility suction alarms are triggered during that time. Based on the clinical details provided from the field team and physicians, as well as the trends seen in the data logs, the root cause of the pump suction is due to the patients condition. Ischemia/tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest/hypotension/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1947602. Device history review: impella 613032 passed all post sterile inspection checks.

Manufacturer narrative:
B5 and h6 updated.

Event description:
The complainant reported additional information upon request: "they ended up withdrawing care. Pump unavailable."